Event description:
Customer reported system on boot up gets error code potentiometer error and can not make xray. Found collimators leaves camming and tower solenoid not ingaing to move arm forward.

Manufacturer narrative:
Cleaned and adjusted collimator leaves, checked voltages, reseated collimator cables. Ordered solonoid cable overnite, will return to replace cable. Replaced solenoid cable x ray tower moves in and out properly, completed fluoro and saved images to system.